Event description:
The customer reported that during priming the outlet port became detached. No patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The oxygenator has been returned to the factory for evaluation. An investigation is in-process and a supplemental medwatch will be filed when the investigation is complete.